Event description:
It was reported that the pump took multiple tries to be taken out of storage mode successfully. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.